Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the estimated battery longevity on the leadless implantable pulse generator (ipg) was shorter than expected, although the longevity aligned with labelling. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.